Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 96 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test due to prime alarm. The insulin pump received with missing segments during testing due to open lcd zebra connector. Device also received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.